Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported through the (B)(4) study, during the two year follow-up echo showed moderate to severe aortic regurgitation with flow reversal in the ascending aorta. The event was treated with medication. As noted in the clinical study database, this patient expired four months later, to date the cause of death is unknown.

Manufacturer narrative:
As noted in the patient¿s death certificate the causes of death were congestive heart failure and coronary artery disease. Per the treating physician, the patient¿s death was not related to the sapien valve. Valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The exact cause for the patient¿s aortic valve regurgitation two years post index procedure cannot be confirmed. The information available indicates the sapien valve was successfully implanted in the correct location within the native aortic valve and in a correct sub-coronary position. There were no adverse events or device malfunctions noted during the index procedure and the total aortic insufficiency post valve deployment was +1 [trace]. There was no specific information available to help determine if the regurgitation was a result of a flail leaflet, presence of pannus, or thrombus interacting with leaflet closure. In this case, the cause of the regurgitation remains unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.